Event description:
A donor, after completing a plasmapheresis collection in 2004, experienced the following signs and symptoms: donor fainted and fell down. Donor immediately became alert and was assisted to a bed when donor fainted again and hit their head. Once alert, they did not complain of head pain and no bumps were felt on the donor's head. Donor did indicate pain to their left hip and buttock area. Medical supervisor (ms) noted donor's color was pale. Donor was assisted to the side of the bed and given crackers and water. Donor lay down in bed and stated that they felt nauseated and their left arm and hand felt numb. Medical supervisor (ms) unbent donor's arm and loosened the wrap. Donor then vomited and stated they felt better. A cool compress was placed on their head. About 25 minutes later they vomited again. They were moved to the ms's office by chair. They stated they felt better but had a slight frontal headache. Ms noted the donor's skin color was normal. Donor vomited a small amount again. Donor sat up and complained of headache on the front, back and right side of their head. Donor lay down and vomited again. The center's medical director was at the center and came in to see the donor. He advised the ms to have pt transported to the local ER further evaluation. The donor was transported to a local ER by ambulance, and was completely alert when leaving the center.